Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and iop elevation from baseline are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault. Elevated iop: 57 mmhg without pupil block and angle closure. The lens exchanged for a shorter length lens and the problem was resolved. Cause of the event was reported as patient-related factor "lens too long resulting in high vault and high iop."